Event description:
Additional information was provided by the surgeon, informing that the explantation of the lens was not performed due to a quality defect of the lens.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A doctor reported that an intraocular lens (iol) was explanted due to visual impairment. It could be attributed to a luxation of the lens. The iol was implanted and explanted at a different facility. Additional information has been requested but not received to date. This is one of five medical device reports being filed for the same facility.